Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead dislodged. After several attempts to reposition the lead and the patient being in chronic atrial fibrillation (af), the lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.